Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.the getinge field service engineer (fse) evaluated the iabp and was able to duplicate the alleged malfunction. To fix the issue, the fse replaced the power management board and cables. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when a getinge field service engineer inspected the cardiosave intra-aortic balloon pump (iabp) a burnt mark on the power management board was found and it was associated with a liquid ingress. There was no patient involvement and no adverse event was reported.